Manufacturer narrative:
The insulin pump was received with missing segments, clear horizontal line on the lcd glass due to a cracked zebra connector on the lcd board. The device was received with the following cosmetic damage; minor scratched display window, cracked case at the display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call, the insulin pump had an issue with the display. She was unable to everything on it, there are lines that appear. Customer's blood glucose was 120 mg/dl. Troubleshooting was performed for partial display issues and the anomaly persisted when it was concluded. Customer wasn't sure what may have caused the anomaly on display. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for analysis.